Event description:
The customer reported the 8800 system intermittently does not boot. No patient injury was reported.

Manufacturer narrative:
The service rep performed the following: 10-12. Ordered new monoblock controller, precharge pcb and cap module. Will install on 10-15. Unit ok to use. 10-15 maintained proper esd procedures. Replaced the monoblock controller pcb, precharge pcb and cap module. Tested the system by performing numerous bootups and the unit booted everytime. Checked and assured that the system was operating according to mfrs specifications. Unit working as intended.